Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A review of the lot history record was not possible as the lot number was not provided. Based on the information provided, the root cause of the reported event could not be determined. Should additional relevant information become available, a supplemental MDR will be filed. UDI number: device identifier (di) and production identifier (pi) are unknown as the lot number and part number were not provided. Additional information: patient age average of 63.6 years, gender male 62.5%. Additional information: patients with hypertension were treated with unspecified antihypertensive drugs; patients with diabetes were treated with unspecified glucose-lowering medications.. The study took place between september 2011 and march 2013. Hutchings, d., et al. (2016, march 01). Success, safety, and efficacy of the mynx femoral closure device in a real-world cohort: single-center experience. The journal of invasive cardiology, 28(3), 104-108. This is report 2 of 4; from the same user facility as MFR report #: 3004939290-2016-00193, 3004939290-2016-00195 and 3004939290-2016-00196.

Event description:
During a single-center retrospective study of the mynx vascular closure device, it was reported that 16 out of 432 patients (3.7%) experienced a hematoma of any size. Of these 16 patients, 3 patients (0.7%) had a confirmed hematoma of greater than 5 cm in diameter. The study was done to compare the mynx vascular closure device with another manufacturer's vascular closure device. All patients that participated in the study underwent a diagnostic elective coronary angiography via the femoral artery route followed by arteriotomy closure using the mynx device. Patients who developed a hematoma had significantly higher diastolic blood pressure and mean arterial blood pressures compared with those who had no failure or complications. No patients required blood transfusion, surgery or thrombin injection. There were no cases of distal embolization. Complications and device failure occurred with all operators and were associated with higher use of 6f sheaths. 6f sheaths were used on 68.8% of patients with a hematoma. Patients with access site complications or device failure were more likely to be undergoing work-up (angiography) for valve replacement for valvular heart disease and less likely to be under investigation for angina. Post mynx deployment care was as per manufacturer recommendations. 99.5% of patients were discharged home the same day. No further information is available at this time.